Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue (tm) defibrillation gel.

Event description:
A us distributor contacted zoll to report that a patient had developed oozing sores on his back under the rear therapy pads of the lifevest. The patient's physician prescribed the patient an antibiotic and a cream for the irritation. The physician also recommended that the patient remove the device to let his skin heal. Follow-up indicated that the irritation was improving.